Event description:
It was reported that during an atrial flutter (afl) procedure with carto3, the physician heard a pop at the end of ablation. The stockert settings were temperature limit 65 c and 50 watt and it was temperature control mode. The physician found charring at the tip of the catheter. There was no patient consequence and the size of char is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter (afl) procedure with carto3, the physician heard a pop at the end of ablation. The stockert settings were temperature limit 65 c and 50 watt and it was temperature control mode. The physician found charring at the tip of the catheter. There was no patient consequence and the size of char is unknown. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the reported event, the catheter was tested and it passed electrical, temperature and generator tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pop and char remains unknown.